Event description:
The patient reported that when changing out the cartridge on (B)(6) 2011, she left the cartridge out of the pump for six minutes and the pump never emitted a no prime alarm warning. This report is made based on the allegation that the pump may have malfunctioned.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated a loss of prime warning occurred on (B)(6) 2011 during what the patient had stated was a cartridge change. A rewind, load, and prime sequence was performed with no loss of prime occurring. The pump was exercised for 24 hours with no alarms occurring. The cartridge was removed from the pump and a loss of prime warning was emitted within three minutes. The complaint could not be confirmed or duplicated on investigation.